Manufacturer narrative:
The customer troubleshot this system with ge healthcare technical support. Depot repair has been recommended for repair of this unit.

Manufacturer narrative:
No further information on repair is available.

Event description:
The hospital reported that the unit stopped ventilating during a case. There was no report of patient injury.